Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that on a chest x-ray for bronchitis, this right atrial (ra) lead was noted to have pulled back into the superior vena cava (svc). The lead was successfully repositioned during a lead revision procedure. No additional adverse patient effects were noted.